Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed from plastic packaging. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer jammed from plastic package. A field service engineer (fse) removed the medication package that was jamming mini drawer 1.3. The fse also discussed with the customer that the packaging of this product, if not stored properly within each slot, could easily extend over the mini drawer slots and become lodged between the metal drawer shrouds. The fse advised the customer to carefully monitor the placement of each package, remove the syringes from the plastic wrap, or load the product into a larger space to prevent future jamming issues. The system functioned as intended after the field service engineer repaired the device.